Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on initial interrogation of each of these devices (as well as some others at a different site) a single letter was present in the "patient name" field on the patient information tab, despite no prior programming.

Event description:
On initial interrogation of each of these devices (as well as some others at a different site) a single letter was present in the "patient name" field on the patient information tab, despite no prior programming

Manufacturer narrative:
Please refer to the analysis report attached.